Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor and blacked out. Customer consumed carbohydrates to address bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.